Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely water invaded scope connector during user handling. It caused abnormality in electronic components and error message e315 was displayed. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite bronchovideoscope had a reportable no image with error code malfunction, e315 (non-compatible endoscope). The customer also noted the instrument channel tube had leakage. The error was found during an unspecified event. No delay to a procedure, and no injury or harm to the patient has been reported.

Manufacturer narrative:
The reference device was returned for evaluation and the customer¿s reported issue was confirmed, the scope produced e315 error. Also, the instrument channel has leakage and the control body and plug unit were found to have excessive moisture and corrosion. The device was last serviced via repair on (B)(6) 2022 for bending cover leakage. The cause of the reported error cannot be determined; however, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly.